Event description:
It was reported that the subject device had a green and sometimes red image. The event occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed: "green image, sometimes red image" in addition, the following reportable malfunctions were identified during the device evaluation: the r-unit (charged couple device) is broken and the fibre bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the green image occurred due the r-unit was broken. Additionally for the fibre bonding in the outer tube area (distal end) was damaged a probable cause could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a green and sometimes red image. The event occurred during an unspecified procedure. There were no reports of patient harm.